Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis that was manifested by stomach ache and vomiting. The breach in aseptic technique was further described as the patient did not wear mask. The patient was hospitalized and was discharged after two days. It was reported that the patient was taking an unspecified antibiotic (dose, route and frequency were not reported) which was prescribed by the doctor. At the time of this report, the patient has recovered from the event. Pd therapy was ongoing. The patient was retrained on the proper aseptic technique. No additional information is available.